Manufacturer narrative:
A philips remote service engineer (rse) contacted the customer biomedical engineer (biomed). According to the biomed, they believe that a user turned off this alarm (not with malicious intent) during a shift, and it was not noticed until the following day by a different user when the patient was desaturating and there was no corresponding alarm. A philips clinical application specialist (cas) contacted the biomed, and explained the user can turn off alarms for each parameter if they press on the numeric and bring up the menu associated. There are quite a few button presses involved in this so it would be a conscious decision to do so; to ¿silence/acknowledge¿ an individual alarm this is done by the yellow key at the bottom left of the monitor which differs to turning alarms off for a parameter as this is permanent until it is switched back on. Log file data was not available, as this was a stand-alone monitor, not connected to a central station. It is believed the baby did survive, but attempts to confirm the status were not successful. Based on the information available and the testing conducted, the cause of the reported problem was the user turning off the alarm. The reported problem was confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on an intellivue mx450 patient monitor. According to the customer biomedical engineer, at start of their shift on (B)(6) 2025 around 08:00, when they were doing the handover. Their colleague told the biomed that one baby allocated for them was desating to 40% and there was no alarm heard at the time on the cardiac monitor. There were also no error messages displayed. They were just passing by and noticed that the saturation part of the monitor was blinking. Afterwards, they ran to the patient's side and attended to the baby. As the baby's saturation was coming up, they noticed that the silence icon was in the monitor and it seemed like it the alarm was silenced. They turned on the alarm, and when baby's condition became stable, they talked and informed their neonatal intensive care unit (nicu) and the doctors about the event.